Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2021 with episodes of cardiac pauses on the implantable cardiac monitor. Upon review of the transmission, it was determined that the episodes were false and were caused by intermittent undersensing on the device. No programming changes were made. The patient was in stable condition.